Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported, she had to go to the hospital emergency room due to experiencing low blood glucose. Customer stated that the sensor glucose was reading 85 mg/dl and showing it was going up, she went to sleep and a couple hours later she was in the hospital due to the low blood glucose. Customer has had other sensor reading discrepancies events where the sensor is reading low but her blood glucose value is normal. Current blood glucose value is 102 mg/dl and sensor glucose was 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.